Event description:
While transferring from the bed to the wheelchair, the motorband disconnected from the swivel hook. The patient was over the edge of the wheelchair at the time and slid down the edge of the wheelchair to the floor. Patient was taken by ambulance to clinton general hospital for a concussion. Patient was released from the hospital after 4-5 hours.

Manufacturer narrative:
The cause of this adverse event is that the starlocks (retainer rings) came free of the swivel hook axle, causing the axle to move freely and slide out from the swivel hook. This caused the motor band and swivel hook to separate and caused the patient to drop. The loosening of the starlock retainer rings was most likely caused by deliberately prying them loose by the customer. (See attached rca for this adverse event).